Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that an impedance check on the existing leads showed several impedances that were high. It was unknown what factors could have led to the issues. The rep reported that they tried several different electrodes as the reference electrode. The rep reported that the physician wanted to wait until the post-operative suture appointment to see if they were able to program around the electrodes that were showing high. The rep reported that the physician also wanted to do an x-ray at this time. No further complications were reported.